Event description:
It was reported that the patient had diaphragmatic stimulation. The patient had twiddler's syndrome and the right atrial and right ventricular leads were "partially retracted back" as the result of the patient twiddling with the device. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2011. A d274drg, implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.